Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No customer pictures were received. No further information or clarification was received from the customer. We have no further inventory of the material/batch. We have no further complaints on the material/batch. The cause of the event cannot be determined.

Event description:
Customer states "gel issue". No further information received after multiple requests.